Event description:
The customer reported that the communicator (gantry microphone) inside the exam room was not operational. There is no reported harm to a patient or an operator as a result of this issue. Philips service determined that the microphone(s) failing to operate was the result of a detached audio cable.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).